Event description:
The customer reported that the system's foot pedal remained engaged, causing continuous x-ray emission. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the fluoroscopy foot pedal. The system was tested and found to be working as intended and put back into service.